Manufacturer narrative:
Device evaluation summary device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the q13 transistor on the defibrillator board was shorted. In addition, the shorted transistor lead to failure of additional components on the defibrillator board and computer/analog (ca) board. The cause of the failure is the shorted q13 transistor. The root cause of the shorted transistors cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that it failed incoming functionality testing.